Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The battery voltage was lower than expected and it was determined that no therapy was available at the time of explant. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Manufacturer narrative:
(B)(4).

Event description:
--

Event description:
Subsequent information indicates that the device was explanted and replaced. There were no adverse patient effects reported. The device has been returned for analysis.

Event description:
Boston scientific received information that during a routine device interrogation this cardiac resynchronization therapy defibrillator (crt-d) displayed a message that indicated that there had been a tachycardia mode change due to battery status. The device was noted to have entered into storage mode. The local boston scientific field representative reported that the patient preferred to not have the device replaced. As of today the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device is currently undergoing analysis. When additional information becomes available, this report will be updated.